Manufacturer narrative:
(B)(4). A2: range of age: mean age of 68 years. D6a. Implant date: between (B)(6), 2008 and (B)(6), 2015. . G2: foreign - event occurred in canada. Literature - sheth, u., razmjou, h., nam, d. (2026). Long-term clinical, radiological, and patient-oriented outcomes of the tess and nano stemless shoulder arthroplasty systems. Shoulder and elbow surgery, volume 35, issue 2, e216 - e223. Doi: 10.1016/j.jse.2025.06.019. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 10-mar-2026 that reported a single-center, cross-sectional study from canada. The purpose of the study was to assess the long-term outcomes as measured by clinical, radiological, and patient-reported outcome measures (proms) of 2 stemless implants in patients who have undergone anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha) between 2008 and 2015. The study reviewed 47 shoulders in 39 patients with 29 females and 18 males. Of the 47 shoulders, 37 were tsa and 10 were ha, with 17 comprehensive nano and 30 tess implants. The study population had a mean age of 68 years at time of surgery (range, 45-87). Clinical follow-up was conducted from(B)(6) 2023 with a mean length of follow-up for 10.02 years (range, 7.7-14.55 years). It was reported through a journal article that two patients were revised due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.